Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, two fibers were used and began forward firing after a few minutes of use. A third fiber was and it was overheated and stopped working after a few minutes of use. The procedure was completed with a fourth fiber without patient complications.